Event description:
It was reported that a spectrum pump failed downstream occlusion 8 times with readings 8x (20. 14psi, 21. 41 pounds per square inch/psi, 19. 18psi, 20. 61psi, 20. 81psi, 22. 01psi, 19. 87psi, 21. 13psi). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection and passed. A review of the event history log was performed and revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.